Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst. This issue was discovered during filling. The set was filled with 15ml of fluorouracil from the second syringe when the burst was noted. The device contained 90ml of solution prior to the burst (33ml dextrose 5% solution + 42ml fluorouracil from the first syringe + 15ml fluorouracil from second syringe). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst. This issue was discovered during filling. The set was filled with 15ml of fluorouracil from the second syringe when the burst was noted. The device contained 90ml of solution prior to the burst (33ml dextrose 5% solution + 42ml fluorouracil from the first syringe + 15ml fluorouracil from second syringe). There was no patient involvement. No additional information is available.